Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a pocket infection. The system was explanted and replaced. The patient was stable.